Event description:
The nail hole adapter and nail holding bolt for the t2 tibia nail was cold-welded together during an in service demonstration.

Event description:
The nail hole adapter and nail holding bolt for the t2 tibia nail was cold-welded together during an in service demonstration.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident was confirmed. The devices were ¿cold welded¿ due to high surface pressure caused by assembly under misalignment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified. No corrective actions are required at this time.